Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.